Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 400 mg/dl. . Due to a cartridge change error the customer was hospitalized on (B)(6) and had a high number of ketones present upon being admitted. Customer was administered intravenous fluids of saline and insulin to resolve the issue. They were released from the hospital on (B)(6) 2022 with no permanent damage and the issue resolved. Customer reverted to an alternate form of insulin therapy.